Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The pod was received with the cannula not deployed. Pod download data revealed that it completed first priming prematurely, resulting in early completion of second priming without deploying the needle/cannula. The data also revealed that the pod generated 0x41 (65) hazard alarm generated, indicating safety sensor maximum summed error table. Discontinuity was observed in the rotational sensor data, indicating a rotational sensor malfunction. This led to the early completion of priming and contributed to the reported needle mechanism failure to deploy needle/cannula. The rotational sensor malfunction got replicated during pod rerun. The actual cause of rotational sensor malfunction could not be determined. One of the commutator cap fingers of the drive mechanism was found to have vertical score marks. It could not be conclusively determined if it linked to the rotational sensor malfunction.